Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were in excruciating pain shortly after implant date. The patient stated that the ins was occasionally flipping around, so their healthcare provider (hcp) had them come in for an x-ray. The hcp told the patient that the ins came out of the pocket, but the patient was not in favor of doing another surgery so the hcp told the patient they could keep the ins the way it was. Since then, the patient stated that the ins "does its little flip and I flip it back."